Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump powered off while the pump was on. There were no adverse effects reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "good" physical condition. There was evidence of a power loss in the event history log. Simulated use testing was unable to replicate the reported issue, however a review of the event history log confirmed its occurrence.